Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had an e226 communication error. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (g2) and to provide an update to field (h3 and h4). The device was evaluated by olympus, and the suggested event did not reproduce. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that event e226 occurred due to a temporary problem such as a foreign object getting caught between the electrical contact of the scope connector and the electrical contact of the system. It is possible that the image signal was not transmitted properly due to poor contact. However, a specific root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection section 3.8 inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.